Event description:
It was reported that the pulse generator exhibited output anomaly and induced atrial arrhythmia. The device was reprogrammed and the patient no longer experienced atrial arrhythmia.